Event description:
Customer reported to beckman coulter, inc. (Bec) that a tube was disconnected from the blood sampling valve (bsv) of the coulter lh 750 hematology analyzer and clear diluent was filling the drip tray under the valve. Customer reported that the volume of the leak from the bsv was less than 10 ml. Customer reported that the bellows was also full of bloody diluent and a small amount leaked out of the bellows. Customer reported that the volume of the leak from the bellows was less than 1 ml. Customer reported that the leak was contained within the instrument. Customer reported that patient results were affected because the red blood cell count went very high. Customer reported that erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found diluent leaking at the bsv. The fse cleaned the bsv ports and made adjustment to the probe wipe drain block.